Manufacturer narrative:
Product event summary: the controller and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller and batteries' manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis revealed that the returned devices passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event, con210893, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed two (2) controller power up events on 13/mar/2017, at 10:32:52 and 13:19:55 respectively. The data point prior to the first loss of power revealed that bat211814 was connected to power port one (1) with 87% relative state of charge (rsoc) and an adapter was connected to power port two (2). Several momentary disconnections were recorded leading up to the loss of power. The data point recorded after the loss of power revealed that bat211814 was connected to power port on e (1) and bat211361 was connected to power port two (2). The controller was without power for a maximum of 12 minutes and 21 seconds. The data point prior to the second loss of power revealed that bat211814 was connected to power port one (1) and a power adapter was connected to power port two (2). Several momentary disconnections were recorded leading up to the loss of power. The data point recorded after the loss of power revealed that bat211814 was connected to power port one (1) and bat211361 was connected to power port two (2). The controller was without power for a maximum of 1 minutes and 46 seconds. Log file analysis did not reveal any power disconnect alarms within the analyzed period. However, analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat211814 and bat210873. Momentary disconnection will result in an audible tone or ¿beep¿ when the battery reconnects. The momentary disconnections may explain the reported ¿power disconnects.¿ as a result, the reported event was confirmed. The most likely root cause of the premature power switching events and reported ¿beeps¿ can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the reported losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power and momentary disconnections. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: model 1650de serial number: bat211814 d10: yes, 21-nov-2018 h6 method code(s): 10, 3331, 4112 h6 result code(s): 3213 h6 conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: model 1650de serial number: bat210873 d10: yes, 21-nov-2018 h6 method code(s): 10, 3331, 4112 h6 result code(s): 3213 h6 conclusion code(s): 12 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): method - analysis of data log(s) c102867; FDA 3372, manufacturing review c91960; FDA 3317, actual device not evaluated c91897; FDA 3263. Results - interoperability problem c92070; FDA 3213, conclusion - interoperability problem c92070; FDA 3213. (B)(4): method - analysis of data log(s) c102867; FDA 3372, manufacturing review c91960; FDA 3317, actual device not evaluated c91897; FDA 3263. Results - interoperability problem c92070; FDA 3213, conclusion - interoperability problem c92070; FDA 3213. It was reported that the patient was experiencing power disconnect alarms and intermittent beeping. The controller, (B)(4), and two batteries, (B)(4), were not returned for evaluation. Review of the controller and batteries' manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis could not be performed as the devices were not returned. Log file analysis revealed that the controller, (B)(4), contained several premature power switching events that were due to momentary disconnections involving (B)(4). Momentary disconnections will result in an audible tone. The reported event of power disconnect alarms could not be confirmed; no alarms related to that event were recorded. The most likely root cause of the reported "beeps" can be attributed to momentary disconnections. However, an internal investigation has been opened to evaluate the momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Additional system component being reported for this event: (B)(4) - catalog -1650de, exp date-2016-12-31. (B)(4) - catalog - 1650de, exp date-2016-11-30. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient had frequent controller beeps. The patient reported that this was not associated with power source changes but that he had seen a brief, self-resolving power disconnect alarm and this was making him anxious. The patient called his vad coordinator who advised him to come in to the clinic. The vad coordinator attempted to re-create the issue by wiggling the power sources but was unable to do so consistently. A preliminary review of the controller log files revealed possible power switching along with two vad disconnect events with controller power-ups and pump starts on the reported date. The patient's controller and two of her batteries were exchanged with no reported patient consequence.